Event description:
Information was received from a patient who was receiving fentanyl (25 mg/ml at n/a mcg/day) and unknown baclofen (285 mcg/ml at n/a mcg/day) via an implantable pump for non-malignant pain. It was reported that the patient's refill appointment was on tuesday with their managing healthcare provider (hcp), but they get their medications from florida, and because of the recent hurricane, their doctor had not received their medications yet and told them not to come to the appointment and 'there's no provider there.' The patient stated their 'alarm date' on their personal therapy manager (ptm) was today, (B)(6) 2022. They stated 'I stopped using that 3 days ago.' The alarm 'goes on for 50 seconds' and occurs once every 15 minutes, but then stated their pump has only alarmed one time prior to calling patient services so they weren't sure on exact frequency. They were redirected to their hcp and also offered to sent the patient a physician listings, for which they accepted.  They inquired about a vibrating sensation when the pump alarms, and considerations were reviewed. They then stated 'it sounds like - the sound of it - like I'm feeling it, but I'm not - I'm really not feeling it.' Additional information received from the consumer (con) reported that the patient was scheduled for refill tomorrow (B)(6) 2022 however, their healthcare provider stated that they are no longer doing refills. The patient requested help finding a healthcare provider to fill their pump. The patient also noted that their pump ran dry last month and was alarming and was finally filled. The patient stated they had trouble getting medication in. The patient stated that they had planned on going through withdrawals. Patient services could not understand the patient during call and could not clarify. The patient stated that the hcp could not withdraw medication or pump medication in the pump. The patient stated that they did not order medication in time; however, stated that was not true. The patient mentioned that they were going to contact a lawyer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.